Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found recharger antenna never got hot after running it for 10 mins. There was a recharger antenna failure wherein got stuck on checking the recharger screen. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they were having problems charging the implantable neurostimulator (ins). Patient stated that the controller kept saying to position the belt and wait 10 minutes. Patient said that they would sit and wait 20 minutes and then the controller would say recharger problem. Patient said it was the only time that it had done it since they had the implantable neurostimulator (ins). Patient services (pss) understood as seeing recharger problem. Patient then said that right where the relay box was in their side, they were sitting there charging the implantable neurostimulator (ins) and it felt like their side was getting hot and they took the recharger off and their skin was warm right there. When asked for the event date, patient stated that it was about a month ago when they noticed the paddle getting hot and then that it quit charging about two weeks ago. Patient services (pss) understood as implantable neurostimulator (ins). During the call, patient reset the controller. The issue was not resolved. Agent reviewed information. A replacement recharger was sent out.